Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016 and found and replaced tubing to pinch valve pv37 to resolve the leak. He also replaced the peltier module temperature card as fluid had leaked onto it causing the ambient temperature lyse errors. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported receiving ambient/lyse temperature error messages from a coulter lh 500 hematology analyzer. A field service engineer (fse) evaluated the instrument and discovered a leak at pinch valve pv37, which was dripping onto the peltier temperature module, causing the errors. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eyewear and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.